Manufacturer narrative:
Updated information: b5 patient outcome updated. D3 MFR fax number added. G1 MFR site name, danvers, removed.

Event description:
Additional information stated that the patient had a heart transplant the impella was not saved.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support a 52 year old male patient who had been admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage e shock. Prior to the pump placement the patient was supported by an intra-aortic balloon pump (iabp) and extra corporeal membrane oxygenation (ECMO). The cp will vent the ventricle for the ECMO and replace the iabp. Underlying medical history was not shared. The pump was placed and was supporting when after 4 days the impella accessed limb was noted to be ischemic. There was loss of pulses, the foot was dusky, and cool to touch. The team made decision to explant the pump. The team observed clot in the vasculature and vessel stenosis. If the stenosis/peripheral vascular disease was known prior to the pump placement is not known. While the pump was supporting the device functioned as expected, p-3 with 1.9 l/min flow with d5w with sodium bicarbonate in the purge solution. At time of reporting the patient survived the ischemia and remained on the ECMO support.